Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated. The most probable cause was a faulty keypad, and the keypad was replaced in order to fix the issue.

Event description:
It was reported that the pca device¿s dose button would not administer the requested dose, but the attempt made was logged. There was no patient involvement, and no harm/adverse event was reported.